Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The mvp device has not been returned for evaluation. The reported event could not be confirmed and an event cause could not be conclusively determined from the reported information. Mdrs related to this patient: 3007170829-2016-00010 and 3007170829-2016-00011. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that two mvp devices did not fully expand during a procedure. The patient was undergoing treatment for patent ductus arteriosus. The artery diameter was 4.8 mm. The devices were prepared as indicated in the IFU; there were no issues identified during preparation. It was reported that there was ¿under-expansion of the device despite proper sizing, residual shunting, embolization a few hours after delivery, occlusion of the left pulmonary artery, recatheterization for endovascular retrieval and closure with another device.¿ there were no device issues noted during implantation of the two mvps.